Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the proximal tooth abscess spread to the implant site area #13/14. Tooth #13 infection compromised implant #14. Implant at tooth site #14 was removed. Site grafted. Patient returning for implant re-placement. Symptoms as a result of the event: abscess.